Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, after successful mapping and ablation on the left atrium, a cavotricuspid isthmus (cti) line using radiofrequency (rf) was performed, however, bidirectional block was not achieved. The gap on the distal part of cti was identified, during an attempt to close the cti line gap on the ventricle side a complete atrioventricular (av) block. Heart chambers were very dilated due to long standing persistent atrial fibrillation (af), la volume over 250 cubic centimeter, therefore anatomy was unusual and lesion was placed too close to the av node. The procedure was aborted and the patient was under general anesthesia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: image files were returned and analyzed. Images of 3d map reviewed and confirmed cavotricuspid isthmus (cti) ablation and radiofrequency lesions delivered on septum near av node. In conclusion, the reported clinical issue occurred during the procedure. There is no indication of a relation of the adverse event to the performance or malfunction of the product. The physical product was not returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient required implant of permanent pacemaker to treat complete heart block.